Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - full event site name is (B)(6). Full event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the ac indicator light of cardiosave intra-aortic balloon pump (iabp) was intermittent during equipment testing. The power supply was normal and no personnel were involved.

Event description:
It was reported that during on-site equipment inspection, the cardiosave intra aortic balloon pump (iabp) ac power indicator light flickers on and off. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11, e3, e1 (initial reporter). Additional initial reporter name is added (B)(6). A getinge field service engineer (fse) evaluated the unit and replaced the power indicator light component with a spare (0334-00-1593). After replacement, the fse conducted a functional test according to factory specifications. After testing, the device meets the factory requirements and can be put into use. The failure analysis and testing dept received part number label battery charging serial number na with a reported unit failure of ac led is flashing and has poor contact the failure analysis and testing dept performed a visual inspection and found the part to be in good condition the failure analysis and testing dept installed part number 0334001593 label battery charging serial number na into the cardiosave test fixture cart serial number (B)(6) and tested the battery label to factory specifications per the cardiosave service manual part number 0070000639 revision r. The fat dept applied ac power to the cart the battery label ac led lit for a very short duration then went out. The ac led would not light after the first flash. The fat dept was able to replicate the complaint of the led light is flashing. The battery charging label failed testing. Retaining the label in the fat dept per procedure number 000207d008 rev av. The battery charging label failed testing. The most probable root cause per the dfmea is component reliability.